Manufacturer narrative:
The clip delivery system (cds) was returned. The reported difficult to deploy clip could not be replicated in a testing environment as the clip was not returned. The reported difficult to remove the cds from the steerable guide catheter (sgc) could not be replicated in a testing environment as the clip and the sgc were not returned. While the poor image resolution could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All information was investigated and the reported difficult or delayed activation (difficulty to deploy the clip) was likely related to the clip getting caught on the guide upon removal after it was mis-keyed (user error), and the user error of re-inserting the same cds. A conclusive cause for the reported difficult cds removal (clip becoming caught on the guide) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for difficulty deploying. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4+ and barlow's valve. There were challenges trying to grasp a residual jet on the lateral aspect of the valve once the clip was in place. One mitraclip was implanted reducing mr to 2. The clip remained stable on both leaflets. On (B)(6) 2019, the mr was noted to be increased to 4+; the increase in mr was due to disease progression. A second mitraclip procedure was performed to eliminate the lateral jet. A clip delivery system (cds) was miskeyed during the first insertion; therefore, it was attempted to be removed. However, upon removal, the clip got stuck at the end of the steerable guide catheter. The cds was advanced until the curve of the guide and into the left atrium to free the clip and was rotated back into the guide. The cds was removed and then correctly keyed and deployment was attempted. Deployment was difficult as it was challenging to disconnect the central mandrel from the clip; therefore, the actuator knob was intentionally broken from the cds. The clip was successfully deployed. The central component of the actuator knob was then removed and rotated in order to remove the cds. Due to anatomy and lateral commissure positioning necessary for the clip, visualizing both leaflets and the clip arms was very challenging. A second clip was implanted without any issues, reducing mr to 1-2. Both clips remained stable on both leaflets. There was no clinically significant delay or adverse patient sequela. No additional information was provided.